Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed pump supplies to address the issue. The customer went to the emergency room (ER) with a blood glucose (bg) level of 350 mg/dl. Reportedly, the customer was treated with tylenol, gatorade, and water in the ER. Customer was released the same day with no permanent damage.